Manufacturer narrative:
An additional lot number was reported (lot #m019104).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer did not observe insulin dripping out of the infusion tubing during the fill tubing sequence. A cartridge and infusion set change was performed and once again the customer did not observe any insulin dripping. During a system check, it was verified that insulin was dripping out of the cartridge pigtail during the fill tubing sequence. An infusion tubing change was performed, the cartridge was reloaded and the customer received two minimum fill notifications. A cartridge change was performed and an occlusion alarm occurred during the fill tubing sequence. A system check was performed and the occlusion was found to be within the cartridge. The customer experienced a blood glucose (bg) level of 600 mg/dl and trace ketones. A manual injection was administered to address the bg level. The customer reported that alternate insulin therapy would be used for insulin therapy.